Event description:
The customer called lfs in 2002 alleging that their ot fasttake has no power, which resulted in going to the doctor's office and being treated. The following info is documented by ccr: "customer had to go to doctor a couple of times as emergency. Doctor tested customer, level was over 400, doctor had to give customer insulin. Since customer cannot test, customer does not know if they need to take insulin."